Event description:
The customer reported there was play in angulation, and the coating on the insertion tube was peeled off. The reported issue occurred during reprocessing of the subject device. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was a scratch on the acoustic lens which reached to the adhesive level. This report is being submitted for the malfunction found during evaluation (scratch on acoustic lens which reached to the adhesive level). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the acoustic lens was found to be scratched due to physical stress. The reported issue (coating peeled off) was confirmed and found to be caused due to chemical stress or handling. The reported issue (angulation malfunction) was also confirmed. It was observed there was play in the up/down angulation knob, and the right/left angulation knob due to wear of the angulation wire. In addition, service found the light guide lens was chipped, the bending section cover was discolored, the insertion tube was buckled, the universal cord was scratched, the bending angle in all directions was out of specification due to wear of the angulation wire, and the water removal ability was out of specification due to clogged nozzle. The connecting tube was discolored and scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the acoustic lens was scratched from the force that was applied to the device. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.